Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that after having a spinal cord stimulator (scs) trial lead placed, the patient was getting ready to leave the clinic and passed out. It was suspected that the patient had a seizure or vagal event. The patient¿s trial lead was then removed and the patient was taken by ambulance to the emergency room (ER) for further evaluation. The single lead had been in the thoracic area. Follow-up on (B)(6) 2014 determined that the patient was noted to be fine. It had not yet been confirmed if the patient actually had a seizure. No further follow-up was required as the patient was reported to be fine and no other information was known. This event will be updated if additional information is received.